Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced 12 underfill or low draws of a tube with blood, and one event of a discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: "it appears that the tube is not being fully filled. The gel in the tube is disintegrating at the time of centrifugation."

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced 12 underfill or low draws of a tube with blood, and one event of a discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: "1. It appears that the tube is not being fully filled. 2. The gel in the tube is disintegrating at the time of centrifugation." 3. Additional information per investigation provided 05/11/2021: discolored / abnormal additive form."

Manufacturer narrative:
The following field was updated due to additional information: b.5. Describe event of problem: it was reported the bd vacutainer® sst¿ blood collection tubes experienced 12 underfill or low draws of a tube with blood, and one event of a discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: "1. It appears that the tube is not being fully filled. 2. The gel in the tube is disintegrating at the time of centrifugation." 3. Additional information per investigation provided 05/11/2021: discolored / abnormal additive form." H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation and underfill was observed. Additionally, retention samples from bd inventory were evaluated for poor barrier separation. All samples separated as expected with complete impervious gel barriers. The issue of poor barrier separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation and underfill based on the photos provided.